Event description:
It was reported that a device was implanted and programmed to an atrial-only pacing mode and subsequently the device was oversensing far-field r waves and the patient had "symptoms." Reprogramming options were discussed to resolve the issue. Follow-up was attempted to determine if the device was reprogrammed and to clarify the patient symptoms, however no additional information was received. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was reprogrammed. The patient symptoms were not clarified further; it was only noted that the patient felt "strange."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).